Event description:
Information was received indicating that a patient with a smiths medical portex® bivona® adult tts¿ tracheostomy tube was making noises and that the monitor was alarming due to low oxygen saturation. The cuff of the tracheostomy (trach) was found to be empty. Sterile water was added to the cuff and immediately deflated. Subsequently, the trach was changed out and a small hole was noted in the balloon. There were no additional adverse effects reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, a device history record (DHR) review could not be completed. One (1) sample was received without its original packaging inside a ziploc bag. Sample was tested at 12 inches under normal lighting, in order to detect any damage on the cuff or airline. During the visual inspection, it was seen that there was a hole in the cuff. The sample was tested on leak test; and a leak was found in the cuff. After a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause is that the damage occurred after the product left the manufacturing facility; however, the true root cause of the issue could not be determined. As a preventive action, production personnel was notified by area trainer on 04/jul/2018 as awareness of the defect reported by the customer.